Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: inappropriate material. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, debris in the forceps passage was observed. It was indicated that the most likely cause of the debris in the forceps passage was due to inappropriate material. There was no patient involvement.